Event description:
Complainant alleged that while attempting to treat a female patient (age unknown) the device was charged to 120 joules and the clinician disconnected the electrodes from the multi-function cable. The clinician pressed the shock button when the electrodes were detached. The device prompted a "check pads" message to indicate that the pads were not attached. When the clinician re-attached the electrodes to the mult-function cable, the device discharged energy and the clinician felt a shock from the device. Complainant did not indicate that there was any adverse effect to the patient, or to the clinician, due to the reported malfunction. Complainant indicated that the malfunction was not duplicated during subsequent biomed testing.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.